Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a crack at 11.5 mm from the distal end. The coating of the probe was peeled off and the exposed probe surface was found to have scratch. There was no scratch at the grasping section. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic esophageal cancer surgery, the subject device was used. The tissue pad of the subject device fell inside the patient. The fragment was retrieved. There was no patient injury reported.